Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow from the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using proglide devices with a 6f sheath after a peripheral intervention procedure. The device was successfully pre-flushed with saline during prep. Reportedly, the first device attempted did not have blood flow from the marker lumen. A second device was attempted but there was no suture present when the plunger was removed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.